Event description:
Additional information received indicated the event contained in this report has been previously reported through regulatory report #3004209178-2022-05883. Any additional information received regarding this incident will be submitted as part of that record.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Literature citation: vallejo r, fishman ma, shah b, et al. Targeted nerve root stimulation alleviates intractable chronic limb pain associated with complex regional pain syndrome - a prospective multi-center feasibility study. Pain physician. 27(4):213-222. A2: please note that this field represents the average age of study participants. A3b: please note that this field represents the gender of the majority of study participants. Concomitant medical products: product ID 977a2 product type lead, ubd: asku, UDI#: asku medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
One patient experienced lead migration that required a surgical revision. The ¿lead movement reduced therapeutic effect in the patient.¿ it was noted the revision could not be scheduled timely due to covid-19 restrictions at the time. Please find the literature article attached.